Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1050 mg/dl and "possibly caused a heart issue". Cause of bg level was not known. Customer performed supply changes to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, and "blood thinner, cholesterol medication". Customer was discharged 3 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.